Event description:
The following information was provided by the sales rep: during a percutaneous coronary interventional procedure to treat a lesion in what is described as a very small (<2.5mm in diameter) lesion of the mid left anterior descending artery (mid lad) the cypher stent dislodged. During advancement of the sds by the fellow, the guide catheter was "pushed forward" which resulted in movement of the stent on the balloon. The device was withdrawn back into the sheath. The stent became dislodge within the sheath, so both devices were removed as a single unit. The procedure was successfully completed with another device. There was no injury to the patient. Per the attending physician, this dislodgment was due to user technique.